Event description:
It was reported that the patient was having ¿so much trouble.¿ it was reported that it was time for the patient¿s pump to be replaced, ¿it¿s been going dead.¿ it was noted that patient had an infusion nurse that goes to the patient¿s house to manage the pump. It was reported that ¿when they are taking out the leftover meds, they are getting more and more out.¿ it was noted that for the longest time they would be taking ¿2cc¿s or a little over 2cc¿s and then it went up to 3.¿ the patient was getting less and less relief and pain pump was ¿dying.¿ it was reported that ¿3 or 6 months ago¿ the infusion nurse told the patient that it was time for patient¿s pump to be replaced. It was noted that the manufacture representative and infusion nurse had been trying to help the patient find a healthcare provider. It was further noted that the patient had not been doing it because they were ¿too emotional¿ and they didn¿t know what they were doing, patient was ¿drugged and in a strange place.¿ it was noted that there was dilaudid in the patient¿s pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).